Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the complaint was not verified. The ipg passed all tests performed. The device exhibited normal characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient started having charging difficulties after a car accident. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.